Event description:
Factory failure analysis revealed that the crossover solenoid failed during testing. Malfunction of the solenoid as noted during testing could result in a sustained safety valve open if the failure occurred during use on a patient. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.